Event description:
Boston scientific received information that this left ventricular lead had dislodged into the right ventricle. A revision procedure was performed. This lead was partially surgically abandoned and successfully replaced. The remainder of the lead was discarded by the facility. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.